Manufacturer narrative:
P002 (add gel) -device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" messages and causing both gel fire wires to break. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt. Device evaluation of battery pack sn 86346713 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won¿t hold charge ) has been confirmed. As received, the battery was able to power on a monitor but was not able to charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A (B)(6) distributor reported that a battery would not power on a monitor. A (B)(6) distributor reported that a battery was unable to charge. A (B)(6) distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.